Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump was reporting higher insulin numbers in cartridge then the cartridge actually had in it for the past two cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following results:during testing, the remaining insulin was calculated accurately. The pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 units were visually confirmed remaining. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.